Event description:
After the infusion was complete, the syringe had more fluid in it than they started with. The track was going backwards. The pump was being used with other units in line. An insulin drip was started at 1320 and running at 0.2ml/hr into a "t" with 1/2 normal saline. They found the syringe at 1600 with air in the syringe in addition to the insulin. There was no pt injury or treatment associated with this event.